Event description:
No additional info.

Manufacturer narrative:
It was reported that once the tubing was put into the pump that it started leaking. Two unused samples model 2477-0007, lot 24036384 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and placed into the pump. No leaks were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2477-0007 lot number 24036384 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking blood the following information was received by the initial reporter with the following verbatim: verbatim: pt primed IV line for blood with no concern. Upon inserting it into alaris pump, blood started leaking from the IV tubing following closing the pump. Writer immediately self clamped the tubing through kinking it. Blood leaked into alaris pump and all over writers scrub and skin.